Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that the patient experienced high blood glucose level due to a kinked cannula. Therefore, they tried to treat it multiple daily injection, but on (B)(6) 2023, she went to the emergency room and was subsequently hospitalized due to high blood glucose level. Her highest blood glucose level was 40 mmol/l. Moreover, the infusion set had been used for less than 3 days. During hospitalization, she received fluids of saline, insulin, and unspecified medication (drug name unknown) as corrective treatment which resolved the issue. On (B)(6) 2023, the patient was released from the hospital with no permanent damage. No further information available.